Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hyaterectomy with bilateral salpingo-oophrectomy due to sui, rectocele, menorrhagia and dysmenorrhea. It was reported that following insertion the patient experienced pain, erosion, urinary/ bowl problems, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision of scar tissue in lower anterior abdominal wall with removal of abdominal mass (B)(6) 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.